Event description:
It was observed that during the device evaluation, the rigid arthroscope exhibited chipped lens and extremely worn distal tip. There was no patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection however the alleged failure was confirmed by field service engineer (fse). A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction is traced to component failure due to degradation. The date of event is unknown. A supplement report will be submitted if provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.